Event description:
It was reported that the ins battery was depleting in just a few days from full to 1/2 or less despite the ins being turned off. The patient had been keeping the ins off because he was concerned the device was not functioning properly. Later, it was reported that while the stimulation was turned off, it turned on. The patient checked the ins with the patient programmer and the status indicated the ins was off. This had occurred "multiple" times over the last month. Also, when the stimulation was turned on, it was not in the therapeutic benefit area. The stimulation was in the patient's chest. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).